Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While removing a size 38 attune medialized patella trial with an osteotome, a peg broke off of the patella trial. Surgeon retrieved the broken piece in its entirety. Surgical time was extended by about five seconds. No one considered the trial patella deficient. The event happened on tuesday, (B)(6) 2018 at around 8am at (B)(6) hospital. Patient consequence? :no.

Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.